Event description:
It was reported that 25 months post implant a follow up computed tomography scan revealed a type iii endoleak between the junction of two infrarenal aortic extensions (reference manufacturer report number 2031527-2012-00125). An additional infrarenal aortic extension was placed over the junction; the endoleak diminished but remained. The physician elected to not take additional action outside of monitoring patient. It was reported the patient tolerated the procedure well and is doing fine.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with this lot were noted. Actual device not returned hence no device evaluation performed. However, the intraoperative angiograms scans were reviewed by clinical representative indicating the presence of either type ii or type iii endoleak, which was resolved during secondary intervention. Endoleaks are a known risk of the procedure. No conclusions can be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.